Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure, since the device manufacturer date is greater than one year from the event date. The getinge field service engineer (fse) reported, while performing scheduled preventive maintenance (pm), it was discovered that the helium gauge on the display showed a faulty reading. Despite the full external helium tank, the gauge showed empty when the pump console was in the cart. There was no patient involvement. Troubleshooting revealed a loose connection where the cart-to-backplane cable connects to the backplane board. The connection was re-seated and secured. After the repair, the iabp passed all functional and safety tests. The fse complete the pm and the iabp was cleared for clinical use and returned to the customer. (B)(6).

Event description:
A getinge field service engineer reported that the cardiosave intra-aortic balloon pump (iabp) had a faulty helium gauge reading on display. This event occurred during a preventive maintenance performed by a getinge employee. No patient was involved and no adverse event was reported.